Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the device would randomly turn off. It was noted that two spacers in the device were found to be installed at wrong positions, and a solder on the electrocardiogram (ECG) connector was cracked; the spacers were re-oriented, and the link electronic module (lem) was replaced and re-calibrated as a preventive measure. The software was also reloaded and updated. It was further noted that the device came in without a radio frequency (rf) programmer head or stylus; a stylus was added and calibrated to the touch screen of the device, and it was requested that the customer send in the rf head that was being used with the device. The device passed final functional and system tests.

Event description:
It was reported that the programmer would randomly turn off. The programmer has been returned for repair. There was no patient involvement.